Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the inability to reproduce the issue, the probable cause is likely the user did not apply enough heat compound when they replaced the lamp. Due to this, lamp overheated and went out. E102 error was notified because the subject device detected that the lamp went out. This issue is addressed in the instructions for use (IFU): "apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an "e102" lamp error was generated despite replacing the bulb multiple times. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus. As reported by the user facility, the reported problem of "e102" error occurred during 10 procedures on the same day. This is report #4 of 10.